Manufacturer narrative:
9/22/97-supplemental report #1 submitted to FDA. The production lot number was not available therefore, the MFR production site was unknown.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the staples did not form properly and instrument did not cut. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported that the pt's status is satisfactory.